Event description:
While performing annual preventative maintenance on the device the philips authorized service personnel (asp) noted that the co2 calibration failed. There was no patient involvement reported.